Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia associated with an ¿insulin out¿ condition due to an empty cartridge, with a recorded blood glucose of 211 mg/dl and an ilet alert indicating no insulin in the cartridge; the user was guided through a cartridge and infusion set change and insulin delivery was resumed. Symptoms included no reported clinical symptoms. Outcomes included self-resolution of hyperglycemia after supply change without outside assistance or medical intervention. Investigation included customer support troubleshooting and user education focused on supply replacement and resumption of insulin delivery. Investigation of this case revealed an insulin supply depletion event consistent with an ¿out of drug¿ condition, with device alerting functioning as designed and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user running out of insulin leading to transient hyperglycemia.